Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported encountering incompatible error messages with 2 of their adc device. There was no self-treatment or third-party medical intervention provided for the reported issues as no further information was provided. Adc customer service contacted the customer and they indicated that they "did not have time to troubleshoot as they had a doctor's appointment and they wanted a replacement device". Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. A known good sensor was scanned with the returned reader and no error messages were observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The reported product is not expected to be returned as the customer indicated the device was discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. No further investigations planned as product is not expected for return. If unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. 2 sensors were reported (serial numbers unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported encountering incompatible error messages with 2 of their adc device. There was no self-treatment or third-party medical intervention provided for the reported issues as no further information was provided. Adc customer service contacted the customer and they indicated that they "did not have time to troubleshoot as they had a doctor's appointment and they wanted a replacement device". Based on the information provided, there was no report of serious injury associated with this event.